Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not working and the unit smelled like something burnt. It was noted that the patient had been using the product for more than 90 days.

Manufacturer narrative:
The reported event is confirmed, cause unknown. The bd purewick urine collection system and external power cord were returned. When plugged in and powered on there was no light or sound. The device was opened to examine the issue; there was a strong odor similar to that of burnt rubber once the device was opened. A significant amount of residue was present in the base enclosure on the battery foam and pcba. Some black residue was also noted within the inner exhaust tubing and along the perimeter of the top enclosure. The pcba appear burnt, however, all connections were still secure. With an in-house pcba inserted there was sound but no light when the device was powered on, the sound was lower than usual. Performed with the in-house pcba and the device showed a value of 1.508 slpm. Burnt particles were present in the battery foam. One side of the pcba was relatively burnt and showed a small amount of damage, however, the on the other side of the pcba all the nodes were burnt/melted and there was a significant amount of white residue; img 9739 in the investigation overview shows the returned pcba on the left and the in-house pcba on the right for comparison. White residue was also present on the pump and pcba foam. The pump and screws attached were severely rusted, additionally, the inner exhaust tubing was not securely connected to the pump and was easily detached. It is evident from the condition of the returned sample that the device overheated causing damage to the pump and pcba. No white or urine residue was noted in the inner exhaust tubing or inner pump tubing; therefore, there is no evidence indicating urine leaked into the pump. A potential cause of failure is "inadequate component selection, component failures, damage, or deterioration". The results of the DHR review did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "if the purewick¿ urine collection system is dropped or tipped over spilling urine, unplug the unit and carefully inspect for loose or damaged parts before resuming use. "Although the canister can hold up to 2000cc (ml), the urine should be emptied regularly from the collection canister before volume reaches 1800cc (ml). Failure to empty canister before urine overflow may cause damage to the purewick¿ urine collection system and is not covered under the warranty." "Use of this equipment next to or stacked with other equipment should be avoided because it could result in improper operation. If such use is necessary, this equipment and the other equipment should be observed to verify that they are operating normally." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the purewick urine collection system was not working and the unit smelled like something burnt. It was noted that the patient had been using the product for more than 90 days.